Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and had a dent. Reportedly, the customer fell over onto the pump and the touch screen became shattered. Additionally, the pump touch screen became unresponsive and no longer functional. There was no adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.